Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.00/+1.0/009 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2024 due to low vaulting. The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown.